Event description:
Customer reportedly obtained results of 143mg/dl and hi (greater than 600mg/dl) on the advantage system with 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.